Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device site incision dehisced. It was further reported that the wound is well approximated and there is a protruding suture that was removed. The patient reported a small amount of pus and mild gaping of the wound after taking a fall on the ice. The pocket was packed with antibiotic, covered with a dressing and the patient treated with antibiotics. The implantable cardioverter defibrillator (ICD) remains in use. The patient was a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.